Manufacturer narrative:
Customer alleged that the status console key nor pressing the stop button could stop the radiation. Currently, there is no known injury to the patient. During investigation, two failures were identified in testing. The first case causes a system failure, but the system fails safely and will not run. The second case causes a system failure, but the system continues operating and the error is not detected. Root cause of the original issue was a faulty stationary control system (scs) interlock circuit design that prevented the status console and couch from being able to properly control the interlock. Once the issue was corrected with an updated design, bunker testing was repeated to confirm resolution of the issue. In-depth studies of the interlock functionality were performed to determine the safety risk related to radiation exposure due to the interlock not functioning as expected. It was determined that the safety risk was negligible as the secondary methods of interlock and radiation control were fast enough to meet product and regulatory specifications (100ms to terminate radiation from an interlock fault iec 60601). The root cause of this issue was incorrect rework of an scs board (scb front board). Certain components were supposed to be removed from the board when reworking, but they were missed. In conclusion, there have been no injuries. The part was replaced to resolve the issue for the customer. No further actions are required. The design has already been corrected and all impacted scs components in the service network were returned and reworked.

Event description:
The status console is not stopping the radiation following the rx 3.0.2.1 update.

Manufacturer narrative:
Customer alleged that the status console key nor pressing the stop button could stop the radiation. Currently, there is no known injury. This issue is currently under investigation.